Event description:
The patient reported a previous sensor mmt-7020la alarmed sensor updating and change sensor. The patient also reported differences between the sensor glucose value and blood glucose value. The patient reported they experienced a high blood glucose event that was related to the sensor glucose and blood glucose differences. The sensor glucose value at the time of the event was 138mg/dl and the blood glucose value was 354mg/dl. The sensor was worn for fewer than four days. The sensor is not expected to be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.